Event description:
The customer reported that insulin was leaking past the o-rings and barrel. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened/used reservoir. Performed pre-fill reservoir test. Test failed per inspection due to reservoir leaks past first and second o-rings caused by excessive flushing on stopper-plunger.